Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was secured for further investigation. Based on the log file analysis the reported event could be confirmed. The analysis of the log file revealed that the device performed a restart of the ventilation unit due to a faulty pba therapy control unit. The reported alarm messages device failure were issued as a reaction of the missing device state persistence and an impaired communication between the ventilation unit and the cockpit during the restart. Furthermore, the analysis of the log file revealed an issue of the cf card after the restart of the device. The faulty pba and cf card were replaced by the dräger service and the device was tested and confirmed to be operating as per manufacturer¿s specification. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. The device reacted as specified by performing a warm start as reaction to a detected deviation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device restarted and displayed alarm messages for device failures. There were no health consequences for the patient reported.